Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that titanium tip was broken during procedure. The broken piece was retrieved by forceps and was discarded. Changed to another one to complete surgery. No additional information can be provided.